Manufacturer narrative:
The device remains implanted and is not available for return. Without a returned device, it is not possible to reach a definitive root cause for the reported pain at the implant site. The evoke scs system surgical guide lists "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation site." For the reported event, additional medical intervention was administered by the physician to resolve the issue.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, reported pain at the implant site. The physician prescribed a medical cream to resolve the issue.